Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va00a60, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation down their leg a week after implant. The shocking sensations were on the left side down the tailbone, but on the right side they felt stimulation. It was indicated that it only lasted about a second, only when they touched ¿the area.¿ it was added that it would ¿tingle¿ in the battery location when off. It was stated that if ¿something hit in a certain way,¿ it would send current down their leg. When the patient would lie down, there was pressure ¿on there.¿ the device was helping with their bladder problems. A flat scar where the lead was placed was also noted. It reportedly felt like a ¿round circle knot.¿ additional information has been requested, a follow up report will be sent if additional information is received.